Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Additionally, it was reported that the insulin gauge was inaccurate and that during the fill tubing process insulin was observed to be "going back and forth" in the tubing. Customer's blood glucose ranged from 110 mg/dl to 200 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.